Manufacturer narrative:
Philips service replaced the k-cabinet power supply assembly and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that power supply failure in k-cabinet; mpdu replaced on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.